Event description:
A fisher & paykel healthcare representative reported that a quantity of 2 rt040s full face masks were stored in a storage unit for approximately six months. The storage unit temperature was not unlike the temperature of a hospital warehouse. On inspection, representative reported the mask seal easily pulled away from the mask base on both of the masks. These masks had never been used on a patient or in a demonstration, and were essentially untouched prior to being inspected.

Manufacturer narrative:
(B)(4). An investigation into this event is currently underway.